Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels range (250-600 mg/dl) the customer took manual injections and boluses to stabilize bg level. No troubleshooting could be performed with tandem technical support (cts) for the past elevated bg levels. During the call with cts a system check was performed. The customer noted large air gap in the tubing and the luer lock was not securely tightened. Reportedly, the customer has not been removing air from the cartridges during the load process. The customer was educated on removing air and to check luer lock connection. The customer was instructed to expel air bubbles by performing fill tubing and tightly secured the luer lock. In addition, several hours later the customer experienced a bg level of (600 mg/dl)the customer took a manual injection to stabilize bg level. It was indicated that the customer would revert to manual injections and monitor bg levels.